Manufacturer narrative:
Additional information: h4 device manufacture date added. Investigation: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample analysis could not be performed because no photo or sample was available for evaluation. The complaint will be reopened if a sample is received. The reported condition could not be performed. The complaint could not be confirmed. The root cause of the reported condition could not be determined. No action plan could be performed. Current process controls are executed in accordance with product specifications to meet quality acceptance criteria. The manufacturing site will continue to monitor the process, customer complaints, and feedback notifications for any adverse trends that require immediate attention. In case of a repeated issues and/or recurrence a new investigation for the specific events would be carried out for each case. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that material presents fold in its extension. The probe was removed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.